Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventive maintenance. The device was visually inspected, functionally tested, and the alarm log review was performed. Visual inspection and the alarm log review noted nothing unusual that would indicate the reported issue. Functional testing was performed and the device was unable to be turned on while unplugged. The cause was determined to be due to a damaged battery. To address this condition, the main battery was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.